Manufacturer narrative:
The device was evaluated on-site at the customer's facility. The condition of depleted battery alarm was confirmed through the event history due to depleted main batteries. The main batteries were replaced to correct this condition. Should additional information become available a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
This is a report from baxter (B)(4) of a battery issue. It is unknown when the reported condition occurred. It is unknown if patient injury or medical intervention occurred. During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a depleted battery alarm which interrupted delivery. No additional information is available. This device utilizes user interface module master software version 6.63.92 categorized as remediated.